Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was attached to the pt using disposable defibrillation electrodes. On the first two attempts to administer a shock to the pt, a connect electrodes alarm was displayed and the defibrillator charge was removed. On the third attempt, a defibrillator shock was successfully administered to the pt. The pt's outcome was not reported.